Manufacturer narrative:
A ge service representative performed an onsite investigation. The steering assembly coupler was retrieved, reassembled and adjusted. The steering shaft, coupling, universal joints, key bushings and handle were repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the mainframe steering assembly was stiff and difficult to turn. No patient serious injury or death was reported related to this event.